Manufacturer narrative:
Correction: upon further review (B)(4) applies to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was at his healthcare professional¿s office and the patient wanted to know if a manufacturer representative (rep) was contacted to come to the appointment. Additional information was received from the patient via a rep. Uncomfortable stimulation was reported. The patient felt intermittent strong stimulation when the patient programmer was set to 0.0 volts. The patient reported a fall, but the exact date was unknown. The rep performed an impedance check and it showed an open circuit at connection 14. All other connections were good. It was verified that stimulation was off when the programmer was set to 0.0 volts. The rep reprogrammed the battery and re-educated the patient on the use and functionality of the programmer. The issue was resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient normally puts his stimulation down to 0 at night. However on the morning of the call, their stimulation was turned on very high knocking them down without the patient doing anything to the device. It felt like voltage was running through them causing a lot of pain. Patient was advised to sync with the device if this happened again to see if the stimulation actually raised on its own. Patient has an appointment with the physician on (B)(6) 2017.